Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Attorney.

Event description:
Patient was revised to address osteolysis, metal-on-metal disease, discolored tissue and fluid, and painful hip. Update ad 27 april 2018: ppf alleges metal wear/metallosis and elevated metal ions. The stem was added to the impacted products due to elevated metal ions.